Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2012, due to pain and dislocation. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions". Number fifteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The acetabular liner arrived still assembled to the acetabular cup. No attempt was made to separate the devices. Dislocation may have occurred due to the patient having a greater range of motion than the liner allowed. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00561 / 00562).